Manufacturer narrative:
The lady that was affected has now passed. They also found out that she was smoking during oxygen therapy.

Manufacturer narrative:
The unit has been returned for evaluation. A follow-up report will be submitted once an evaluation has been performed.

Event description:
The patient has been using a portable lox product for approx. 1yr due to copd condition. Unit is filled every wednesday by vivisol and a general inspection made of the unit every time. On wed (B)(6) 2018 about 4 hours after filling, while the patient was in the restroom, the tube suddenly exploded near to the part applied to the nose and a fire began. The patient tore the tube away from her face immediately and doused with water. The patient's son, hearing her distress, broke down the door and tended to her while calling the emergency services. The patient suffered 2nd degree burns over the whole of her face as well as on the palm of her right hand. She spent a period of time in hospital to recover. Prognosis of doctors at the time was that she would make a full recovery, suffer no permanent damage and no skin grafts would be necessary.

Manufacturer narrative:
Pursuant to title 21: food and drugs, chapter I: food and drug administration department of health and human services, subchapter h -0 medical device, part: 803 medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The caire stroller liquid oxygen portable device involved in the reported alleged incident passed all testing and meets all manufacturers specifications. There was no fire damage present at the stroller which appears to be contained to the canula. The stroller device was therefore only involved as the supply of oxygen required for a fire and not the cause of fire.

Event description:
Hold for ce 2.25